Manufacturer narrative:
The event date is an approximate date. Only the month ((B)(6) and year (2019) are known. Evaluation results: one level 1 trauma fast flow system (230 german h1000) was returned for investigation in used condition. When the unit was connected to the pressure chamber with serial number (sn) (B)(4), a pressure of 50 mmhg was noted. When the unit was connected to the pressure chamber with sn (B)(4), a pressure of 200 mmhg was noted. The pressure on the unit was then verified against a pressure gauge. The registered pressure for the unit was 262 mmhg. This pressure reading was below the expected normal pressure of 289 mmhg. The compressor was replaced. In addition repairs were made to the ez deflate pressure cuff accessories (please refer to 3012307300-2020-01711 and 3012307300-2020-01712). Following the aforementioned repairs, the unit registered the normal pressure of 289 mmhg. The customer reported product problem was therefore replicated. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported pressure chambers infused only 60 percent of the infusion bag in five minutes. No patient injury or complications were reported in relation to this event.